Manufacturer narrative:
Product complaint # (B)(4). The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. H3 device evaluation summary: complaint sample was not received for investigation. Retained sample evaluation: five retain samples of incident code nw9237 and lot number t4008 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification requirement. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull test value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. All the individual as well as average needle pull-off test values were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During surgery the suture and the needle got separated and broke off. There were no adverse patient consequences reported.